Manufacturer narrative:
This spontaneous case through social media describes the occurrence of medical device removal ("her tubes were removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("her body creating an immunological reaction, a constant rejection, she continues"). The patient had a medical history of parity 2. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. On an unknown date, the patient had essure inserted. On unknown dates she experienced migraine ("frequent migraines / migraine worsened after covid"), tachycardia ("tachycardia"), general physical health deterioration ("in a very short time the deterioration was quite signigicant"), stress ("she stresses") and covid-19 ("covid"). The patient was treated with surgery (essure removal via salpingectomy in (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, migraine, tachycardia, general physical health deterioration, stress or covid-19. The reporter commented: she reports she under surgery in (B)(6) 2022 (tubes removed), but she will have to be operated on again. She¿ve got a remnant left and on the time of this report she is on a waiting list because they have to take out her uterus. She had tachycardia daily and it was not due to any medication because she does not take antidepressants or anxiolytics, she affirmed in fact, she had had to go through psychiatry twice and she has two reports that confirm that it was not even a depressive or anxious disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case through social media describes the occurrence of medical device removal ("her tubes were removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("her body creating an immunological reaction, a constant rejection, she continues"). The patient had a medical history of parity 2. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. On an unknown date, the patient had essure inserted. On unknown dates she experienced migraine ("frequent migraines / migraine worsened after covid"), tachycardia ("tachycardia"), general physical health deterioration ("in a very short time the deterioration was quite signigicant"), stress ("she stresses") and covid-19 ("covid"). The patient was treated with surgery (essure removal via salpingectomy in (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, migraine, tachycardia, general physical health deterioration, stress or covid-19. The reporter commented: she reports she under surgery in (B)(6) 2022 (tubes removed), but she will have to be operated on again. She¿ve got a remnant left and on the time of this report she is on a waiting list because they have to take out her uterus. She had tachycardia daily and it was not due to any medication because she does not take antidepressants or anxiolytics, she affirmed in fact, she had had to go through psychiatry twice and she has two reports that confirm that it was not even a depressive or anxious disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of medical device removal ("her tubes were removed") and device breakage ("there were remains left and now I'm on the waiting list because they have to remove my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("her body creating an immunological reaction, a constant rejection, she continues"). The patient had a medical history of parity 2. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important), migraine ("frequent migraines / migraine worsened after covid"), tachycardia ("tachycardia"), general physical health deterioration ("in a very short time the deterioration was quite signigicant"), stress ("she stresses") and covid-19 ("covid"). The patient was treated with surgery (essure removal via salpingectomy in (B)(6) 2022) and dietary measures. At the time of the report, the outcomes for medical device removal, migraine, tachycardia, general physical health deterioration, stress and covid-19 were unknown. The reporter considered device breakage to be related to essure administration. No causality assessment was received for essure with regard to medical device removal, migraine, tachycardia, general physical health deterioration, stress or covid-19. The reporter commented: she reports she under surgery in (B)(6) 2022 (tubes removed), but she will have to be operated on again. She¿ve got a remnant left and on the time of this report she is on a waiting list because they have to take out her uterus. She had tachycardia daily and it was not due to any medication because she does not take antidepressants or anxiolytics, she affirmed in fact, she had to go through psychiatry twice and she has two reports that confirm that it was not even a depressive or anxious disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: new event device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of medical device removal ("her tubes were removed") and device breakage ("there were remains left and now I'm on the waiting list because they have to remove my uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("her body creating an immunological reaction, a constant rejection, she continues"). The patient had a medical history of parity 2. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important), migraine ("frequent migraines / migraine worsened after covid"), tachycardia ("tachycardia"), general physical health deterioration ("in a very short time the deterioration was quite signigicant"), stress ("she stresses") and covid-19 ("covid"). The patient was treated with surgery (essure removal via salpingectomy in (B)(6) 2022) and dietary measures. At the time of the report, the outcomes for medical device removal, migraine, tachycardia, general physical health deterioration, stress and covid-19 were unknown. The reporter considered device breakage to be related to essure administration. No causality assessment was received for essure with regard to medical device removal, migraine, tachycardia, general physical health deterioration, stress or covid-19. The reporter commented: she reports she under surgery in (B)(6) 2022 (tubes removed), but she will have to be operated on again. She¿ve got a remnant left and on the time of this report she is on a waiting list because they have to take out her uterus. She had tachycardia daily and it was not due to any medication because she does not take antidepressants or anxiolytics, she affirmed in fact, she had to go through psychiatry twice and she has two reports that confirm that it was not even a depressive or anxious disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.